Manufacturer narrative:
Welch allyn's (B)(4) distributor, (B)(4) requested assistance from welch allyn on behalf of their customer, hospital (B)(6). The distributor stated that hospital (B)(6) acuity lt system lt00088 unexpectedly shut down. Error message indicating hard drive failure was displayed on screen. (B)(4) ((B)(4)) help page shows that the error message points to hard drive failure. Additionally, the hard drive was making clicking noise indicating failure. In a follow up conversation with (B)(4), their service technician stated that the customer elected to scrap their acuity system lt00088.

Manufacturer narrative:
The device evaluation is not yet complete. A f/u report will be submitted when the evaluation is complete.

Event description:
Welch allyn customer reported their mobile acuity central station had stopped working. Welch allyn field service engineer provided remote support. He walked the customer through the troubleshooting process, but the system could not start back up. There was no report of any patient harm as a result of the reported event.